Event description:
The customer reported to philips healthcare that the operational check on the heartstart mrx failed for ECG leads. There is no pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.